Manufacturer narrative:
The company representative replaced the fiber optic assembly (part number: 0997-00-1161e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp did not display pressure numbers and no auto zeroing during autofill, shut until off and on to reset unit, same results. No patient injury was reported.